Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked after filling the device with fluorouracil and saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 11, 2020 - february 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.